Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for critical pump error. The customer¿s blood glucose level was 44 mg/dl and treated with carbs. Customer reports they received a critical pump error image on the pump screen. Customer reports insulin pump fell from bra onto desk. Customer states that she did not see an image but the insulin pump just started beeping and she looked at it. Advise the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: insulin pump received with critical pump error (open book image) alarm pump received with critical pump error (open book image) alarm and pump error alarm due to the force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.